Manufacturer narrative:
Two components of the navigation system (axiem unit and the emitter) were returned to the manufacturer for analysis. The axiem unit was connected to a test system with the ent application was able to verify a registration probe with an error of 1.2mm. It was able to track through the entire phantom head volume with all tabs in green status. Navigation accuracy was normal by picking several prominent landmarks with the registration tool. The unit passed the pegboard test with an error of 2.55mm. The emitter was connected to a test system with the ent application. It verified a registration probe at .6mm. Verification, tracking, and accuracy with this emitter were normal. It was able to navigate the entire phantom head model. Navigation was possible out to 12 inches. The emitter was connected to a test system with the cranial application. The emitter passed the pegboard test with an error of 1.831mm. Flexing the cable did not indicate any intermittent opens. Both of the components returned were found to be fully functional and unrelated to the reported event. The software investigation found that per engineering review of the operating room setup, there was a metal mayo stand placed near the emitter causing interference which led to the reported event. The software was functioning as designed.

Event description:
A medtronic representative reported that, while in an ent procedure, the surgeon alleged a 3-6mm inaccuracy in both sagittal and coronal planes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Rmas issued. Replacement 4-port axiem shipped to site (B)(4) 2013. Replacement mobile field generator shipped to site (B)(4) 2013. Medtronic representative following up at the site, (B)(4) 2013, tested the system and found the tracking drifts and when head is rotated the to the right 20 degrees, the accuracy shifts 4-6mm to the patient's right. On (B)(4) 2013, a medtronic representative at the site was unable to replicate the issue. On (B)(4) 2013 both the axiem box and emitter were replaced. Neither suspect device has been returned to manufacturer for further evaluation.